Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a coronary procedure and it was completed by moving the patient to another system. The philips remote service engineer (rse) connected with the customer and confirmed that the system was unable to perform fluoroscopy. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the footswitch was defective as it was not generating fluoroscopy or cine images. The logfiles were reviewed by the nss (national support specialist) which confirmed the footswitch failure. The defective footswitch was returned for analysis, and it confirmed that there were small cuts in cables and anti-slip was missing. To resolve the reported issue the fse replaced the footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.